Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high as 415 mg/dl. The blood glucose goes low below 70 mg/dl and the sensor never recovers when blood glucose readings go back up. On other day he got down to 64 mg/dl that he treated with carbs and that the sensor stilled showed 64 mg/dl in 5 in the afternoon and when he checks blood glucose with contour next link meter blood glucose is 393.mg/dl. Customer mentioned that every summer he climbs a mountain and recalled a time when it showed he was 105 mg/dl and so he ate a whole bunch of carbs and then it and noticed sensor still showed in the 90s or low 100s mg/dl and then he when he checked blood glucose it was 415 mg/dl and the last thing he wants is the new sensor that automatically gives insulin. The sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. Blood glucose value from reported event was 274 mg/dl. Sensor glucose value from reported event was 74 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Current blood glucose value is not even 30 min ago was 274 mg/dl. Customer did not receive a change sensor alert. Customer reported the following sensor glucose verses blood glucose incidents were blood glucose was 137 mg/dl and sensor glucose was 324 mg/dl, blood glucose was 286 mg/dl and sensor glucose 400 with 1 up arrow, blood glucose 459 sensor glucose 108. Customer declined troubleshooting for low and high blood glucose. Customer mentioned that the bolus wizard recommended him to take 1.7 units to bring down blood glucose of 274 mg/dl, after manual normal bolus the blood glucose was 105 mg/dl. Customer advised that if issue occurs again to call back before overriding correction bolus in order to understand the reason why the bolus wizard would suggest the correction that is displayed. The insulin pump will not be returned for analysis.